Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited over-sensing of noise which resulted in automatic mode switch (ams) episodes. The noise was not reproducible in clinic. No interventions were performed. The patient was in stable condition.